Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow up. The right ventricular lead exhibited noise. The lead was explanted and replaced.